Manufacturer narrative:
The investigation was unable to determine a conclusive cause for the reported inflation issue. Return device analysis noted that the inner member and outer member (shaft) were stretched proximal to the proximal seal. In this case, it is possible that the noted stretched shaft contributed to the reported inflation issue; however, it is unknown when the stretching occurred, and it was reported that the device was successfully used in the anatomy. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous and 50% stenosed lesion in the left anterior descending (lad) artery. A 3.50x15mm rx trek balloon dilatation catheter (bdc) was successfully used in the anatomy. When it was removed from the anatomy an attempt was made to inflate the balloon to check the balloon re-wrap, but it could only be partially inflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis captured that the inner and outer members were stretched proximal to the proximal seal. No additional information was provided.